Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin delivery.